Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01131.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the pod pc through the microcatheter and subsequently the physician noticed that the pusher assembly was kinked and almost separated. Upon removal, the pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and then removed the pod pc. Then while advancing the next pod pc through the microcatheter, the physician experienced resistance and subsequently, similar issue occurred. Upon removal, the pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and then removed the pod pc. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.